Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous left anterior descending coronary artery that was moderately calcified and 90% stenosed. Post deployment of the xience xpedition stent, a proximal edge dissection was observed. Another stent was implanted as treatment, with good end results. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.